Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Additionally, it was reported that the insulin gauge was inaccurate. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts. There was no reported adverse impact to the customer.